Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that unexplained abnormal impedance values were observed during evaluation of the implanted system. Troubleshooting steps included switching the extension connection at the implanted pulse generator; however, the elevated impedance values remained on the same side. The extension was then removed, cleaned, dried, and reinserted at both the generator and cranial connection points, but high impedance values persisted across all contacts. A new extension was subsequently connected, after which impedance values were within normal limits. No environmental or patient-related contributing factors were identified, and the issue was resolved following replacement of the extension. The healthcare professional reported that no additional information was available.